Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the date of event is unknown. (B)(4). The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that on an unspecified date/time customer received a reading of 124 mg/dl on her adc blood glucose meter which was higher than a subsequent reading of 24 mg/dl received on a paramedic's meter. It is unknown how much time may have elapsed between these readings. Caller further reported customer was almost unconscious, noting she could not talk, so he called the paramedics. During troubleshooting caller reported customer received unspecified treatment from someone other than herself. No further information was provided by the caller as he disconnected the call and no contact information had been provided. There was no report of death or permanent injury associated with this event.